Event description:
It was reported that during an unk procedure, after the surgeon fired the device, he found the tissue could not be stapled completely. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.